Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the device prompted of a problem and to contact zoll. During troubleshooting, the device displayed code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (device problem/code 204) has been confirmed. Upon eval. There was an open green (+3.3v) wire inside the electrode belt trunk cable connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open green wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.